Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that upon routine check, a patient presented with atrial lead noise. This did not appear to inhibit pacing. Noise was non-reproducible with isometrics. No complaints of symptoms from the patient. Patient was further monitored.